Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 07-JAN-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.A review of the device history record for SN (b)(6) was performed from the date of manufacture, 18-JAN-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the door was failed and no option was shown to recover the storage space. A field service engineer arrived at the station and logged in successfully, verified that the smart remote manager could be unlocked. Had the customer log in and navigate to storage space recovery, but no recoverable item was displayed, manually failed the smart remote manager using the key, then had the customer log back in and perform the recovery process. The customer successfully recovered the failure and tested smart remote manager functionality, confirming normal operation. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the BD Pyxis¿ MedStation¿ ES Smart Remote Manager, door was failed and no option was shown to recover the storage space. The customer stated that there was a delay in patient care.There were no adverse events or injuries reported based on this event.